Event description:
Customer reported defect with device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged cable/cord/wiring was found due to, improper handling, technician found motor, motorflex, hose and part from tool lock defective, device exceeded the expected temperature results, and failed the rotational speed test and the noise test.